Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could the root cause be determined with confidence. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the implementation of a biosure, the device broke at the entrance of the tibial tunnel. The screw skipped the thread and it was observed that the thread was eroded. A back-up was available for use and placed in the original prepped hole. The patient was noted as having good bone quality. No patient injury or other complications were reported.